Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily tortuous and moderately calcification anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, heavily tortuous arteriovenous fistula that was 90% stenosed. The 6 x 40 mm armada balloon dilatation catheter was advanced and resistance was noted with the anatomy. During the first inflation, the balloon ruptured at 10 atmospheres. Another same size device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.